Event description:
It was reported that the patient underwent a laparoscopic hysterectomy on (B)(6) 2011 and a power morcellator was used. It was reported that during the fall of 2012, the patient began experiencing pain, abnormal bleeding and abdominal tumor. The patient was diagnosed with metastatic cancer. On (B)(6) 2012, the patient underwent a bsoo and radical excision of the pelvic tumor. It was reported that the patient died on (B)(6) 2013. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.